Event description:
It was reported that a hole was noted in the packaging of the device. This was identified before use and it was not used on a patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.